Event description:
It was reported that the customer was hospitalized with dka. The customer's family member stated that patient had a mild infection and acid in their blood when patient was admitted. Troubleshooting revealed the infusion set had been changed the night before the incident. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent a tubing clamp and instructed to call back for further troubleshooting once it it received.